Manufacturer narrative:
A manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter migration and pulmonary embolism post deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the filter migration and pulmonary embolism post deployment could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported approximately one year and three months post filter deployment, it was alleged that the filter migrated from its original implanted position. The patient was diagnosed with pulmonary embolism post filter implant. The current status of the patient is unknown.